Event description:
A 1.5 mm diameter x 15 mm length sprinter legend rx balloon dilatation catheter, was used in to a pt to treat a lesion located in the lad # 7 described as moderately tortuous, excessively calcified with 99% stenosis. However, it was reported that some resistance was encountered during delivery of relevant device across the lesion and the balloon ruptured at 6 atms. The pt is reported to fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: severe calcification, 99% stenosis). Conclusion: severe calcification 99% stenosis). Eval summary: medtronic has received the device and its analysis has been completed. The distal tip was damaged. The device was placed in a water bath to disperse residue of crystalline solution and hardened blood evident in the balloon and inflation lumen. On removal from the water bath, negative purge was performed and a leak was detected. A small tear was located on the balloon over the marker band. There were scratches present immediately proximal to the tear.